Event description:
Reportedly, the device was explanted at implant. Per the cer: during implantation, the end-user found out the central hole was not symmetrical. He decided not to implant. Follow up information included the description: the doctor checked the valve appearance and found out the central hole to be a little bit larger than before; he thought it was not a big issue and implanted into the patient. After implanting, he checked (using sterile saline), and found the saline regurgitated. That was why the doctor removed the valve.

Manufacturer narrative:
Customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in the meter memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 22 mg/dl and 114 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested for investigation. A follow-up report will be filed once the results of the investigation are available.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2009. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(4).